Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously reactive toxo igm results on one patient sample generated by access 2 immunoassay analyzer. The results were reported out of the laboratory. The reactive results were obtained from two different packs of a reagent lot (lot 911272) subsequent testing with two different packs of a different lot of reagent (lot 091276) produced non-reactive results. The sample was also tested on an alternate method and the result was non-reactive. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The customer was validating a new lot of reagent (091276) by selecting 10 previously run patient samples and running correlation study on the same day. The customer is only questioning the reported reactive result. Service was not dispatched for this event. A clear root cause for this event has not been determined.